Event description:
It was reported by the patient's mother that the patient had had two grand mal seizures since his generator was replaced two days earlier. She had been told that the patient's settings were set to the same settings as before the replacement. She wasn't sure if the seizures were due to the patient accidentally being set to the wrong settings or if the seizures were due to the patient recovering from anesthesia, as the patient was chemically sensitive. Per the manufacturer's device history records, the generator passed all final quality and functional tests prior to release. No further relevant information has been received to date.